Event description:
It was reported that pump experienced malfunction with a displayed malfunction code. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not yet taken action because was not at home, did not require assistance from a third party, and technical support provided instructions to reset pump. Caller was able to reset the malfunction and does not need any further assistance.